Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Harm code and treatment and customer's weight information has been changed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl at the time of the incident. The customer was at 411 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced symptoms such as stomach pain, extreme thirst, and frequent urination. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the pump was found to have been exposed to an airport scanner. The customer had another high of 487 g/dl on (B)(6) 2018. The insulin pump will be returned for analysis.